Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-11, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient had ins implanted and after 1 week post op, patient started not feeling stimulation. Caller report patient has 1 lead implanted in cervical area. Caller reports all impedance were showing orange/avoid except for contacts 0, 3, 4, and 6. Caller reports she reprogrammed around the orange alerts using electrode 0, 3, 4 and 0, 4, 6. Caller reports when patient attempted to use her stimulation, the controller shows: settings not available: cannot provide your desired intensity settings. Electrode impedance readings were the following :reference 01: 34220 ohms 2: 8640 ohms 3: 780 ohms 4: 26890 ohms 5: 25830 ohms 6: 3370 ohms 7: 40130 ohms reference 30: 780 ohms1: 38400 ohms2: 9100 ohms4: 30350 ohms5: 27200 ohms6: 3770 ohms reference 40: 26890 ohms3: 30350 ohms6: 40k ohms reference 60: 3370 ohms3: 30770 ohms4: 40k ohms reference 70: 4130 ohms3: 4270 ohms6: 4260 ohms. Caller reports patient needs stimulation up towards her head. Using electrode 0/3: was too low on location. Patient felt stimulation at 3.1ma/500/90hz with no oor message.6/7: oor3/6: oor3/5: 7.5ma ¿ patient feels no stimulation. Cal ler reports on the report electrode 1/2 out of range. On 2022-03-15, additional information was received from the manufacturer representative (rep) reporting that the rep tried to reprogram using the working electrodes. It was reported that the patient had suitable coverage. A revision has not been scheduled at this time. The patient is hopeful their pain will be controlled with their current programming. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.